Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, 2 years and 5 months post implant of a 23mm sapien 3 in a failing surgical aortic valve, the patient presented with symptoms. At the time of the report, the patient was being evaluated for possible intervention. Additional information indicated a 20mm sapien 3 valve was successfully implanted in the failing 23mm sapien 3 valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The valve was not returned to edwards for evaluation as it remains implanted in the patient. Additional information received indicated moderate regurgitation with a gradient of 78 mmhg and a valve area of 0.46 was observed prior to the deployment of a 20mm sapien 3 valve within the existing 23mm sapien 3 valve. Limited leaflet mobility and calcification was also reported. No pannus, thrombus or vegetation was observed on the existing sapien 3 valve. Per the instruction for use (IFU), valve stenosis, regurgitation and device degeneration area potential risks associated with the use of the bioprosthetic heart valves. Valve degeneration may present as an increased gradient/velocity, decreased valve area and/or central regurgitation. This may result in symptoms such as sob and decreased exercise tolerance. Structural valve degeneration (svd) refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. In this case, based on the limited information provided, the root cause for the valve degeneration/calcification 2 years and 5 months post valve implant in an existing surgical valve could not be confirmed, but may be related to the patient¿s co-morbidities or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.